Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. However, during the inflation, it was noted that the pressure did not increase. The device was removed and tried to be inflated outside the patient but the balloon was leaking and pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. However, during the inflation, it was noted that the pressure did not increase. The device was removed and tried to be inflated outside the patient but the balloon was leaking and pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.